Event description:
It was reported that (1) device was used during a video assisted thoracic surgery. It was reported by the affiliate that the tsg45 staples malformed and some bleeding occurred. The surgeon placed overstitches to complete the case.